Event description:
A complaint of high readings were received on a customer's freestyle meter. Customer received readings of 501 mg/dl and 405 mg/dl. He then treated himself with insulin and lost consciousness. Paramedics were called and customer was taken to the hospital were he was diagnosed with severe hypoglycemia and treated with IV therapy.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.